Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin delivery. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.